Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient was treated previously in (B)(6) 2024 using an acessa. Patient returned in (B)(6) 2025 with a degenerative fibroid. The patient had nine fibroids ablated with acessa and a submucosal fibroid was removed using myosure during the procedure in december. No known complications or patient injury occurred during the procedure in december. On (B)(6) 2025 additional information was received; patient was admitted over the weekend due to a bowel injury. It was noted that the bowel was adhered to the uterus. Physician reported that she is considering whether the bowel may have fallen into the uterus from the site where the fibroid had degenerated and begun to deliver. The bowel injury was identified using dye and appears to be small. No fecal matter reported in the abdomen. Additional information was received from physician, patient had 9 myomas treated with acessa in (B)(6) and a myosure myomectomy was performed additionally to treated type 0 and 1 myomas at the beginning of the procedure. An intrauterine manipulator was used and the patient received prophylactic antibiotics. Posterior cul-de sac was described as clear without adhesions at the time of the initial surgery. The largest was 6 cm and posterior with three treatment areas. The patient had several visits to the emergency room after this for pain complaints, blood work and CT scans. All were found negative. Patient followed in the office in (B)(6) and a prolapsing myoma was observed through a posterior perforation of the cervix at the posterior fornix about the size of one finger. The myoma was partially removed in the office and the patient was taken to the or and myosure resection was started and completed by grasping the myoma with a ring forceps. The patient returned to the ed the next day and a CT scan revealed a bowel leak. The patient had a surgery with a temporary diverting ileostomy. The pathology of the myoma was a degenerating myoma and bowel mucosa. It appears as the bowel injury occurred by mechanical injury to the bowel with perforation at the time of mechanical removal of the prolapsing myoma. It is not entirely clear but it appears as the prolapsing myoma was largest 6 cm that was treated which explained the long course of pain and prolapse with no evidence of infection. It is not clear if the posterior myoma extended down into the cervix. Patient will require additional surgery to reverse the ileostomy. No other information was available.